Event description:
It was reported that a revision surgery was performed to exchange a poly. During the surgery the poly would not work with the tibia base and both were removed.

Manufacturer narrative:
UDI number - (B)(4); the associated devices were returned and evaluated. The visual inspection of the returned devices shows significant damage to the lock detail on the insert and on the outside edges of the tibial tray. A review of the complaint history shows no prior complaints for the listed lots. A review of the device history record revealed no discrepancies that reflect on the problems pertaining to this complaint. A dimensional inspection was attempted on the insert; however, damage/deformation at several features of the device would not allow for accurate measurement. The dimensional on the tibial base showed no out of specification dimensions, per the print and procedures. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened